Event description:
It was reported that the implantable neurostimulator (ins) failed. As a result, it was explanted. There was no patient death or injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no anomaly. The setscrews were tight to the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.